Event description:
It was reported to boston scientific corporation that an advanix biliary plastic stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2014. Reportedly, the patient had a previous liver transplant, and had developed a stricture. According to the complainant, the advanix biliary plastic stent was placed while using the fluorotip cannula of an autotome as a delivery system. The procedure went well and the patient was discharged. A day after the stent was placed, the patient went to a local hospital due to stomach pain. An x-ray was performed and confirmed that the stent had perforated the opposite wall of the duodenum (opposite wall from papilla). The patient then returned to the hospital where the stent placement was originally performed. The following day, surgery was performed to reposition the stent and sew up the perforation. The next day, another ercp was performed to remove the stent due to the concern that the stent would erode the sutures placed to correct the perforation, thus, reducing the risk of another perforation. The patient was discharged early by her husband and brought home, but died a few days later. It was reported that the patient had ¿other health complications.¿ correction: despite numerous attempts, the physician could not provide an exact cause of the patient¿s death. However, in her assessment, the advanix biliary plastic stent did not cause or contribute to the patient¿s death. The patient¿s liver transplant may have contributed to the patient¿s death. The actual cause of the perforation is unknown.

Manufacturer narrative:
Pt age: exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary plastic stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2014. Reportedly, the patient had a previous liver transplant, and had developed a stricture. According to the complainant, the advanix biliary plastic stent was placed while using the fluorotip cannula of an autotome as a delivery system. The procedure went well and the patient was discharged. A day after the stent was placed, the patient went to a local hospital due to stomach pain. An x-ray was performed and confirmed that the stent had perforated the opposite wall of the duodenum (opposite wall from papilla). The patient then returned to the hospital where the stent placement was originally performed. The following day, surgery was performed to reposition the stent and sew up the perforation. The next day, another ercp was performed to remove the stent due to the concern that the stent would erode the sutures placed to correct the perforation, thus, reducing the risk of another perforation. The patient was discharged early by her husband and brought home, but died a few days later. It was reported that the patient had ¿other health complications¿.